Event description:
Device 2 of 5: ref MFR report#: 1627487-2012-05781, 05783, 05784, 05785. The pt has 4 leads (2 are from the same lot/same model and 2 are from different lots/same model). It was reported, the pt is experiencing overstimulation at the lead, extension, and ipg site. It was also reported the pt is experiencing soreness at the ipg site when stimulation is off. The pt will undergo surgical intervention a later date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.